Event description:
The tip cover accessory was returned to intuitive surgical, inc. Without a complaint. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The tip cover accessory was returned to intuitive surgical, inc. Without a complaint. Failure analysis investigation found that the clear colored portion of the tip cover was torn. Advanced engineering further evaluated the tip cover and found two nicks at the distal end. One nick was located approximately 1510 from the distal opening and the other is below pellethane and the silicone border. The damages were inspected and no missing material was found. In addition, the proximal and the distal end of the tip cover exhibited spots of residue at the inner and outer surfaces. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage in the gray area found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.